Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR's: 1219977-2016-00077 and 1219977-2016-00078.

Event description:
Report stated that the drain had a crack at the base which caused an air leak. The cracked drain was replaced with a new drain.

Manufacturer narrative:
The initial MDR 1219977-2016-00079 was originally submitted based on information provided by the customer and was filed in order to meet the 30-day filing requirement. Per additional information received we are now aware that there was not a third device product complaint.